Event description:
It was reported that an ilet user experienced repeated occlusion alerts and elevated blood glucose of 263 mg/dl, which persisted after attempts to resume delivery and resolved only after a fcomplete supply change. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with restoration of glucose control after supply replacement. Investigation included device history and data review and user troubleshooting and education. Investigation of this case revealed that the occlusion condition was resolved with a supply change and that post-change blood glucose returned to range. It was concluded that the event was attributable to an infusion set occlusion that was resolved by replacing the supplies.